Event description:
A healthcare professional reported that during an angioplasty procedure, an enterprise2 4 mm x 16 mm. Vascular reconstruction device (product code: encr401612, lot number: 10076188) was impeded in y connector and could not be pushed into the unspecified microcatheter (mc). The stent was found detached from the delivery wire in the y connector. The doctor removed the y connector and removed the stent and then switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 24-jun-2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. There was flushing during the procedure. There was no evidence of physical material within the device. A johnson & johnson stent microcatheter was used. The microcatheter was not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 - initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.